Event description:
When inserting the dissector, the left side balloon did not inflate. Replaced dissector. Manufacturer response for laparoscope, general plastic surgery, spacemaker (per site reporter) emailed covidien recently. No response yet.